Event description:
Pt experienced pain during a tmx treatment and the procedure was terminated. It was reported that the catheter temp was reading higher than expected. The catheter was discarded by the site. The pt returned for f/u visit approximately two weeks later and had not experienced any further pain or bleeding. An alternative treatment was administered at that time. Pt was reported to be doing well.

Manufacturer narrative:
DHR was reviewed, no non conformances were noted. Also no other complaints have been received for this lot. Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.